Event description:
Phaseal optima injector site was unscrewed on patient's intravenous (IV) while patient was on flush from chemotherapy. The IV backflowed with blood, but it stopped infusing. Patient noticed right away and called out. Patient was sitting in chair when it happened, he did admit that his arm was on chair and had been moving it around which may have caused it to unscrew.